Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced advanced evaluation (ae) for urge incontinence. It was reported that the trial patient had what they called ¿gas bubbles that are little pebbles¿. They stated that they got hives from the medication they were taking. The patient noted that they had stopped using pads as the felt they were getting infections from them. It was advised that they contact their clinician for the issue. Follow up information received on july 26, 2019 from the trial patient reported that, during bowel movement, there was a ¿bubble/gas effect¿. They also stated that they had a reaction to antibiotics they were taking as they had hives on their buttocks. Further follow up received from the trial patient on (B)(6) 2019 reported that while having a bowel movement they experienced a ¿bubbly effect with a lot of gas. There were no further complications reported or anticipated.